Event description:
A malfunction alarm occurred with the customer's pump, displaying malfunction code 16. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and confirmed the shipping address for the replacement. As a backup, the customer planned to use multiple daily injections to continue insulin delivery. Technical support provided instructions to the customer on how to prepare the pump for return and arranged for a prepaid label to facilitate its return within ten days.